Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was below the expected lower range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was below the expected lower range. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. Concomitant medical products: 5076-52, lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered alerts for low impedance readings on the rv coil and svc coil. The implantable cardioverter defibrillator (ICD) was noted to have rapid battery depletion for five months after implant. The lead and device remain in use. No patient complications have been reported as a result of this event.